Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during parenteral nutrition administration, only half of a 2000 ml bag infused; however, the pump displayed a residual volume of 39 ml. Per reporter the same had occurred two or three days previous and it was noted that the administration set had "taken a long time to prime." No adverse patient effects were reported.